Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B21551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test conducted on (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the mental disorder outcome was unknown. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patients received treatment pain and bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: previously reported event "injury to herself" updated to "pain", events- "abnormal bleeding,psych injury", lot number added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('essure embedded in myometrial muscles of bilateral cornu of uterus') and device expulsion ('essure devices noted in the uterus') in an adult female patient who had essure (batch no. B21551-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and d & c. Essure confirmation test conducted on (B)(6) 2014. Previously administered products included for an unreported indication: fentanyl, toradol and versed. Concurrent conditions included pain, cervicitis cystic, metaplasia, paratubal cyst, hpv positive oropharyngeal squamous cell carcinoma, dysplasia, discomfort and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the embedded device, device expulsion and psychological trauma outcome was unknown. The reporter considered device expulsion, embedded device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patients received treatment pain and bleeding. As per mr, discrepancy noted in date of insertion: (B)(6) 2013 the hysteroscope was replaced and the left and right ostia were visualized. An essure device was then deployed in the left ostium leaving 3 rings visible. An essure device was deployed in the right ostium with 2 rings left visible. The hysteroscope was then removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: patent bilateral fallopian tubes; on (B)(6) 2014: no spillage of contrast material from either fallopian tube or visualization of contrast material within the tube. This suggests satisfactory placement of the essure device with tubal occlusion.; on (B)(6) 2016: impression: status post essure with bilateral fallopian tube occlusion. Lot number ( b21551 ) is invalid concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 22-feb-2021: mr received. Reporter information, patient's date of birth, medical history, lab data, event "essure devices noted in the uterus", "essure embedded in myometrial muscles of bilateral cornu of uterus", auto narrative supplement and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B21551-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test conducted on (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patients received treatment pain and bleeding. Lot number ( b21551 ) is invalid . Quality-safety evaluation of ptc: unable to confirm complain . Most recent follow-up information incorporated above includes: on 1-jun-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('essure embedded in myometrial muscles of bilateral cornu of uterus') and device expulsion ('essure devices noted in the uterus') in an adult female patient who had essure (batch no. B21551-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and d & c. Essure confirmation test conducted on (B)(6) 2014. Previously administered products included for an unreported indication: fentanyl, toradol and versed. Concurrent conditions included pain, cervicitis cystic, metaplasia, paratubal cyst, hpv positive oropharyngeal squamous cell carcinoma, dysplasia, discomfort and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the embedded device, device expulsion and psychological trauma outcome was unknown. The reporter considered device expulsion, embedded device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patients received treatment pain and bleeding. As per mr, discrepancy noted in date of insertion: (B)(6) 2013. The hysteroscope was replaced and the left and right ostia were visualized. An essure device was then deployed in the left ostium leaving 3 rings visible. An essure device was deployed in the right ostium with 2 rings left visible. The hysteroscope was then removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: patent bilateral fallopian tubes; on (B)(6) 2014: no spillage of contrast material from either fallopian tube or visualization of contrast material within the tube. This suggests satisfactory placement of the essure device with tubal occlusion.; on (B)(6) 2016: impression: status post essure with bilateral fallopian tube occlusion. Lot number ( b21551 ) is invalid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.